Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for ¿ noninvasive blood pressure (nibp) ¿ pulse rate (pr) ¿ noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2) ¿ body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Pwcd-b is the part # of the power cord used with the cvsm device. Hillrom has requested the power cord to be returned for inspection however it has not yet been received. A replacement power cord was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
The customer reported the power cord was frayed. There was no injury reported. This incident was captured under hillrom complaint # (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Hillrom has requested the power cord to be returned for inspection however it has not yet been received. A replacement power cord was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
The customer reported the power cord was frayed. There was no injury reported. This incident was captured under hillrom complaint # (B)(4).